Event description:
During coil embolization of a 4.1 x 4.4mm ophthalmic artery aneurysm, the surgeon opened the package for the 2nd coil, an orbit mini complex fill 3x6 (637mf0306/160917420), and noted the shape was abnormal. The coil looked longer than normal, and thought it may have been stretched, but he could not confirm this. He tried to advance the coil into the prowler 14 microcatheter, but felt friction. He removed the coil without difficulty and changed to another orbit coil of the same size to complete the procedure using the same microcatheter. The coil was partly stretched after he removed it from the microcatheter. A continuous flush had been maintained through the microcatheter. There was no report on patient injury, and no clinically significant delay in the procedure. The device was not available for analysis.

Manufacturer narrative:
Concomitant product: 6f envoy guide catheter, synchro wire, and prowler 14 microcatheter. The device was not available for analysis. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: during coil embolization of a 4.1 x 4.4mm ophthalmic artery aneurysm, the surgeon opened the package for the 2nd coil, an orbit mini complex fill 3x6 (637mf0306/16091742), and noted the shape was abnormal. The coil looked longer than normal, and the physician thought it may have been stretched. He tried to advance the coil into the prowler 14 microcatheter, but felt friction. He removed the coil without difficulty and changed to another orbit coil of the same size to complete the procedure using the same microcatheter. The coil was partly stretched after he removed it from the microcatheter. A continuous flush had been maintained through the microcatheter. There was no report of patient injury, and no clinically significant delay in the procedure. The device was not available for analysis. The device was not available for analysis. Review of manufacturing documentation for lot 16091742 concluded that (B)(4) units were rejected during the final assembly of this lot, which 1 was for coil - no complex form, and it could be related to the failure reported the customer. However the DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The coil stretching/abnormal shape could not be confirmed without return of the device for analysis. The root cause of the event could not be determined. All devices are inspected to prevent these types of damages from leaving the manufacturing facility. The instructions for use (IFU) instructs to inspect the coil prior to use and discard if damaged. There is no evidence that the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device was returned for analysis on 3/23/2015. Updated complaint conclusion with evaluation summary: during coil embolization of a 4.1 x 4.4mm ophthalmic artery aneurysm, the surgeon opened the package for the 2nd coil, an orbit mini complex fill 3x6 (637mf0306/16091742), and noted the shape was abnormal. The coil looked longer than normal, and the physician thought it may have been stretched. He tried to advance the coil into the prowler 14 microcatheter, but felt friction. He removed the coil without difficulty and changed to another orbit coil of the same size to complete the procedure using the same microcatheter. The coil was partly stretched after he removed it from the microcatheter. The coil became detached after it was removed from the patient. A continuous flush had been maintained through the microcatheter. There was no report of patient injury, and no clinically significant delay in the procedure. The device was not available for analysis. A non-sterile orbit mini complex fill 3x6 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received partially zipped and it was found elongated. The support and part of the griper were found inside of the introducer, and no damages were noted on them. The embolic coil was not received for evaluation. The introducer and the gripper were inspected under microscope; the introducer was found elongated while the gripper was found without damage. The od from the delivery tube was measured and was found within specification. The functional test could not be performed due to the elongated condition found on the introducer, as well as for the kinked condition found on the hypotube. Review of manufacturing documentation for lot 16091742 concluded that (B)(4) units were rejected during the final assembly of this lot. One rejection was for coil - no complex form, and it could be related to the failure reported the customer. However the DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The coil being out of shape and stretched could not be confirmed without return of the actual coil fro analysis. The friction the physician felt during advancement of the coil could not be evaluated due to the condition of the received unit (elongated condition found on the introducer as well as for the kinked condition found on the hypotube). The damages found on the introducer and on the hypotube were apparently caused by applying excessive force on the device, but it could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents these types of failures from leaving the manufacturing facility. Therefore, no corrective action will be taken at this time.